Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive). The erroneous result was reported outside of the laboratory. The initial troponin t hs result was 28.78 pg/ml. This result was reported outside of the laboratory. Three hours later a new sample was obtained and the result was <3 pg/ml with a data flag. The new sample was repeated twice and both results were <3 pg/ml with a data flag. The original sample was measured from a cup and repeated twice with results of <3 pg/ml with a data flag and <3 pg/ml with a data flag. No adverse event occurred. The troponin t hs (high sensitive) reagent lot number was 181799. The expiration date was not provided. Calibration and quality controls were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The possible root causes may be related to pre-analytics (e.g. Improper mixing/inversions of primary tube or temporary instrument issues such as dirt from the gripper), but this could not be confirmed as additional information was not provided.